Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). A consumer reported that they saw a friend who had a device at a social occasion and the patient mentioned that their device had stopped working. The patient stated that their frequency symptoms had returned. The patient said that they went to their health care professional (hcp) and the hcp confirmed that the device was depleted. It was stated that the patient was getting a device and lead replacement on (B)(6) 2018. It was noted that the issue began about 2 weeks prior to the notified date. Information regarding the hcp was unknown. No further complications were indicated. On 2018-02-14: additional information was received. Clarification was received from the manufacturer employee regarding the patient. It was confirmed that the replacement was a result of normal battery depletion and no abnormalities with the device or lead were reported. On 2018-02-04 (B)(4) (rep): additional information was received. It was reported that the patient was aspirated during replacement of implant and was intubated. Patient reported shortly after surgery patient was released to go home. Patient reported that the day after implant patient got sick with pneumonia and wound up in the ICU in another hospital for 7 days. Patient was taking prednisone and was in the process of recovering.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's weight was unknown. The rep reported that the cause of the patient (B)(6) was due to aspirating during implant and the intubation. The rep stated that the patient told them this during a social occasion.

Manufacturer narrative:
Patient codes (B)(4) no longer apply to this event, and were reported in MFR report number 3007566237-2018-00663. This event is a life threatening event. The reports of hospitalization no longer apply to this event and were also reported in MFR report number 3007566237-2018-00663. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was aspirated during replacement of implant and was intubated. Patient reported shortly after surgery patient was released to go home.